Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. It is unknown if this implant is an ams pelvic mesh product or another manufacturer's product.

Event description:
It was reported that the patient was implanted with a "pelvic mesh product" on (B)(6) 2006. It was reported that the patient has "suffered/will continue to suffer pain, suffering, disability, impairment," as a result of the implantation of the mesh product.